Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniated intervertebral disc and underwent spinal decompression surgery. During surgery, the spacer was broken. The product came in contact with the patient. No fragments of the broken spacer remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the implant displays a brittle fracture with rays emanating towards the inserter interface, and deformation at the inserter attachment hole. This type of fracture is consistent with pressure being placed on the implant during a bending moment and excessive force during implant impaction leading to the overload of the material. The angulation of the fracture lines is also constant with this type of failure. The observations suggest that there may have been insufficient distraction or preparation of the disc space prior to attempted insertion of the implant. If information is provided in the future, a supplemental report will be issued.